Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker was admitted to the hospital feeling weak. Upon interrogating the device, it was noted that the heart rate was in the 30 beats per minute (bpm). Additionally, this pacemaker exhibited farfield oversensing and what appeared to be loss of capture (loc) in the right atrial (ra) channel. Technical services (ts) was contacted and recommended possible reprogramming options. This ra lead remains in service. No additional adverse patient effects were reported.